Event description:
A technician reported while a case was being performed, the laptop showed that the treatment was completed, but it was at 80% when they lost eye tracking. The treatment was aborted by the operator by mistakenly acknowledging the stop prompt. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).